Event description:
It was reported that a patient underwent a right thyroidectomy, thyroid lymph node dissection, clavicular decapitation, resection of left internal jugular vein, and mediastinal lymph node dissection and a drain was placed into the patient. A 15 french drain was inserted from the bottom of xiphisternum side. On (B)(6) 2012 the patient removed the drain. It was noted that the drain was broke. The patient underwent a reoperation on (B)(6) 2012 to remove the a drain. The patient now has mediastinitis. Additional information has been requested.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The broken area is very uneven and contains multiple small cuts and a chewed appearance. The observed damages could be caused by the breastbone's edge. As stated in the IFU, the drain should not come in contact with pointed, toothed, sharp cornered or even blunt instruments, as punctures, surface cuts, nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the drain and/or fragment retention within the wound.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05747. The same patient is represented in each medwatch.